Event description:
Clinical study. Same case as 6000089-2006-01631, and 01632. It was reported that 109 days after a coronary drug eluting stenting treatment procedure, the pt required target vessel reinterventions (tvr) for two target lesions. The 1st lesion being treated in the index procedure was a 3.0x30mm, 90% stenosed, severely calcified lesion located in the mid left anterior descending artery (mid lad). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte' 3.00x32mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. The 2nd lesion being treated was a 3.5x30mm, 40% stenosed, severely calcified lesion located in the proximal left anterior descending atery (prox lad). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte' 3.50x32mm drug eluting stent. The post procedure target lesion had 0% diameter stenosis. The 3rd lesion being treated was 2.75x30mm, 90% stenosed, severely tortuous, severely calcified, and bifurcated lesion located in the 1st obtuse marginal branch (1st om). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte' 2.75x32mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The pt was discharged the next day on aspirin and plavix. At 109 days after the implant procedure, the pt required a tvr for 50% focal in-stent restenosis in the 1st om target lesion. The physician treated the lesion with angioplasty balloon. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent is definitely. On the same day, the pt also required a tvr for 80% stenosed dist lad. The physician treated the lesion with angioplasty balloon and placement of a cypher stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of this tvr to the taxus liberte' stent is unrelated. The pt was taking aspirin and plavix at the time of this cardiac event. This product is only ous approved but it is similar to a marketed us device. Olympia clinical study # 0231141 jmh. Same case as 6000089-2006-01631, nad 01632. It was reported that 109 days after a coronary drug eluting stenting treatment procedure, the pt required target vessel reinterventions (tvr) for two target lesions. The 1st lesion being treated in the index procedure was a 3.0x30mm, 90% stenosed, severely calcified lesion located in the mid left anterior descending artery (mid lad). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte? 3.00x32mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. The 2nd lesion being treated was a 3.5x30mm, 40% stenosed, severely calcified lesion located in the proximal left anterior descending atery (prox lad). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte? 3.50x32mm drug eluting stent. The post procedure target lesion had 0% diameter stenosis. The 3rd lesion being treated was 2.75x30mm, 90% stenosed, severely tortuous, severely calcified, and bifurcated lesion located in the 1st obtuse marginal branch (1st om). The physician treated the lesion with pre-dilation and successful placement of a taxus liberte' 2.75x32mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The pt was discharged the next day on aspirin and plavix. One hundred and ninety days after the implant procedure, the pt required a tvr for 50% focal in-stent restenosis in the 1st om target lesion. The physician treated the lesion with angioplasty balloon. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of the tvr to the taxus liberte? Stent is definitely. On the same day, the pt also required a tvr for 80% stenosed dist lad. The physician treated the lesion with angioplasty balloon and placement of a cypher stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of this tvr to the taxus liberte' stent is unrelated. The pt was taking aspirin and plavix at the time of this cardiac event. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.